Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary ag provides product investigation, analysis and resolution for the device described in this report. The device was received on (B)(4) 2014. The investigation is not complete. A supplemental medwatch will be submitted when additional info becomes available. (B)(4).

Event description:
It was reported that after three hours and forty minutes of use, the delta p skyrocketed and the set was replaced. Blood los was less than 50cc. The patient required full ventilator settings which included high peep and fi02. Blood gases were not ideal. Clotting existed. Treatment was not delayed by this event. (B)(4).